Manufacturer narrative:
Investigation summary: customer returned (7) loose 1/2ml syringes. Customer states that there is a yellow tint on the syringe. All returned syringes were examined and 6 out of 7 samples exhibited a slight discoloration of the barrel near the flange. One syringe exhibited a damaged barrel tip. One syringe exhibited the hub-needle/shield assembly separated from the barrel. A DHR check was not performed as the lot number is "unknown" for this complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (discoloration, damaged barrel tip, hub separates). As per investigation completed by manufacturing, "on 26aug2019, holdrege received a complaint of (7) u-40 0.5ml syringes. The material and batch number are unknown. The samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Visual inspection of the defect picture shows the syringe to have a yellow tint throughout the barrel. Due to the material and batch number being unknown, no root cause or corrective action can be determined." Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd¿ syringe had a tint. This occurred on 5 occasions before use. The following information was provided by the initial reporter: material no.: unknown. Batch no.: unknown. It was reported yellow tint on the syringe. Per note on sample: "yellow tint."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe had a tint. This occurred on 5 occasions before use. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported yellow tint on the syringe. Per note on sample: "yellow tint."